Event description:
Patient had expired and the rn removed port-a-cath access. The huber needle safety feature did not activate and the needle even bent back toward rn. The rn sustained a needle stick injury on her finger.